Manufacturer narrative:
Therapy and event date is approximate . Further information was requested for the weight of the patient but not attained the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-13245; 1627487-2019-13251. It was reported that patient had an ipg/ext revision on (B)(6) 2019. During the revision physician opened the ipg/pocket site, unplugged the two extensions wires that were twisted, the physician untwisted the extensions at the pocket site and then connected back to ipg and put the ipg back into the pocket. Both extension wires were twisted around each other so both were revised. Neither extension wire was fractured or causing loss of therapy.